Event description:
It was reported that the customer had issues with "detached components"; the customer further stated that there were no reports of any patient harm. Note: received with product and date (B)(6) 2019 that stated; "separated at flexible tubing right above safety clamp".

Manufacturer narrative:
Additional information added to: d.4, and d.10. The customer¿s report of issues with "detached components¿ was confirmed. The separation was observed at the engagement between the lower fitment and the silicone segment tubing. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Further visual inspection of the silicone segment observed retainer ring indentations in the correct location on the tubing. No damage was observed on the retainer ring and no gouge/crush marks were observed on the lower fitment. Traces of reddish/brown liquid was observed in the drip chamber and tubing. Dimensional analysis was performed and found to be within the required specification(s). No other abnormalities were observed. The root cause could not be definitively determined.

Manufacturer narrative:
Continued from sr.sourcing and although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Lot number not provided by customer. Patient demographics requested however not provided.

Event description:
It was reported that customer had issues with "detached components" there was no reports of patient harm. Not received with product that stated: separated at flexible tubing right above safety clamp".